Event description:
It was reported that during ventilation, there were no expiratory tidal volume readings and auto trigger occurred. The ventilator was replaced. The patient reportedly later passed away on an unknown date. The causal relationship is not known. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The expiratory cassette and the expiratory channel connector pc board was replaced to solve the issue. The parts were returned for further investigation together with the ventilator logs. The provided event log shows the following at date of reported event: alarm for respiratory rate high. This alarm confirms the occurrence of auto trigger; however, no alarm related to high airway pressure was noticed. Alarm for expiratory minute volume low. This may appear when vte readings shows 0 ml due to malfunction of the expiratory flow meter. The log also shows that ventilation was started despite no pre-use check was performed. The provided test log shows that the ventilator failed the flow transducer test during pre-use check after the reported date of event and the above-described issues, where the zero calibration of the expiratory cassette failed. The technical log confirms a flow measuring error at the date of reported event. The returned parts have been tested separately and jointly in lab environment: 1) simulated use test of the expiratory cassette showed no error during pre-use check and ventilation with test lung was performed for more than five days without deviation. No anomalies were found with the expiratory cassette. 2) simulated use of the expiratory channel connector pc board could reproduce the reported issues. The ventilator failed the pre-use check during flow transducer test and during ventilation with test lung the following errors or alarm appeared: "expiratory cassette disconnected"; the displayed value for mve was 0.00 l/min and for vte 0.0 ml. The respiratory rate rr increased to 33 b/min (set 15 b/min) and the auto trigger was clearly highlighted on the flow curve. The expiratory channel connector pc board was electrically measured, and no error were found at component level or at connection cable level. The golden plated connector pads were then cleaned with isopropanol and the expiratory channel connector pc board was tested again in a ventilator. It passed pre-use check and ventilation with test lung was performed for 5 days without deviation. 3) the expiratory cassette and the expiratory channel connector pc board were placed in the same ventilator for simulated use testing, the ventilator passed the pre-use check and ventilation with test lung was performed for 36 hours without deviation. The conclusion is that the reported error was due to a contaminated golden plated connector on the expiratory channel connector pc board, even if no trace of contamination was seen during visual inspection. The contaminated expiratory channel connector causes the loss of contact between the expiratory cassette and the expiratory channel pc board. This would have been detected if pre-use check was performed prior start of ventilation. The origin of the contamination on the golden plated connector could not be determined.